Event description:
During biomed testing the device displayed a red "x" status indication and a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.